Event description:
Customer reported that the insulin pump did not deliver insulin. Customer reverted to manual injections. Customer received a no delivery alarm. The blood glucose reading was 366 mg/dl. She was advised to disconnect and reconnect the tubing and reservoir and manually push insulin slowly through the tubing with the plunger and customer stated that insulin did not exit. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.